Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant, pusher, introducer, and dispenser hoop were returned for analysis. Investigation into the returned components found the introducer to be in good condition and without damage. As received, the coil was found to be severely stretched and detached from the pusher. Further inspection of the pusher found that the lead wires were damaged and severed at the distal pusher area due to the severe stretching. Due to the damage, the electrical continuity could not be measured. Additionally, the monofilament end looked damaged, which is consistent with devices that experience tensile breaks. Upon inspection of the heater coil, no burn marks were found, which would indicate a thermal detachment. The heater coil showed no signs of activation, and the pusher coil was severely stretched, which severed the lead wires. The monofilament profile indicates the implant separated due to tensile forces. The inspection of the device could not determine if the lead wires were severed during the procedure, but this condition prevents thermal detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damages to the pusher, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during stent-assisted coiling of an anterior communicating artery aneurysm, an embolization coil implant would not detach. When the coil was being removed, it unexpectedly detached and some of the coil extended into the parent vessel. Another stent was implanted to affix the coil to the vessel wall. There was no reported patient injury. The patient is reported to be doing well.